Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the customer from the affected runs was a use error, which occurred on 10 march 2026. Specifically, a user failed to complete manual replacement of the reagent in bottle 8 (ethanol) and bottle 11 (xylene) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ information available indicates ¿the two bottles may have been chemically switched". Due to the user error detailed, the reagent in bottle 8 (ethanol) containing 100% xylene was used as the final dehydrating step and bottle 11 (xylene) containing 100% ethanol was used as the final clearing step of the affected protocols. As detailed in section 8.1 of the leica peloris/peloris ii user manual, ethanol with a minimum concentration of 98% is required for the final dehydrating step of a protocol and xylene with a minimum concentration of 95% is required for the final clearing step of a protocol. The consequences of using reagents other than those detailed in the user manual are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available showed that the instrument functioned as designed during execution of the affected tissue processing runs.

Event description:
On 11 march 2026, the customer contacted leica biosystems, and the following information was documented ¿poor processing after bottles # 8 and # 11 changed¿. On 02 april 2026, the leica sr. Field application specialist documented ¿all tissue from this event was diagnosable.¿